Event description:
After firing the stapler and release of tissue, the physician was unable to straighten the articulating portion to remove from patient. Had to remove trocar and stapler. New stapler opened. Dates of use: x1. Diagnosis or reason for use: elective renal surgery.